Event description:
It was reported that a balloon rupture occurred. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another for the same device. No patient complications were reported.